Manufacturer narrative:
The device was returned to the resmed service center in (B)(4) for investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system fault messages (sf 218 and 148) and the ventilation stopped. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurence of system fault error messages causing the ventilation to stop. It was found that the contamination in the device air path caused the pneumatic block and the main motor to fail. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident resmed reference #: (B)(4).